Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients and orders did not cross over to all machines for the last 53 minutes. Customer stated that all machines are in critical override, then error message displayed as "patient order may not be current" and had interface problem for 56 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients and orders had not crossed over to all machines for the last 53 minutes. The customer stated that all machines were in critical override, then an error message displayed saying, ¿patient order may not be current,¿ and they had an interface problem for 56 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to memory. A technical support specialist (tss) lowered the sql memory cap to prevent memory-related issues. The system functioned as intended after the technical support specialist troubleshot the device.